Event description:
It was further reported by the investigator that the cause of death was massive heart attack. No autopsy was performed.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient expired. The index procedure in (B)(6) 2010 treated a 3.8x8mm 70% stenosis of the proximal lad (left anterior descending). Treatment consisted of direct stenting with a 3.5x12mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The patient was discharged two days later on aspirin and prasugrel. In (B)(6) 2011, the patient expired at home. The cause of death was presumed to be myocardial infarction.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).